Event description:
After the catheter was removed, it was noted that a piece of the catheter was retained in the chest wall area & there was drainage from a persistent infection. No other info is known.